Event description:
The customer reported via phone call having been hospitalized due to high blood glucose levels on (B)(6) 2015. The customer complained of nausea, vomiting, pain, and difficulty breathing. The customer's blood glucose was 647 mg/dl at the time of the emergency room visit. The customer had been wearing the insulin pump at the time of admission and was discharged one day later. The customer later reported two instances in which the blood glucose levels were higher than expected due to the insulin pump. The second incident of high blood glucose occurred on (B)(6) 2015, and the customer's blood glucose was 372 mg/dl. The customer reverted to treating with manual injections. The customer's most recent blood glucose was 147 mg/dl. The customer discontinued use of the insulin pump for 4 weeks due to the battery cap not staying on the insulin pump. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.